Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported the device did not aspirate and the patient required renal dialysis. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the leg. The patient was hydrated and power pulse was not used. During the procedure, the catheter was not aspirating the thrombus while it was infusing. There were no visible defects or error messages. At the time of the procedure there were no other problems. The procedure run time was 494 seconds and the physician used a longer procedure time than indicated. Post procedure, the patient needed renal dialysis, but was stable. Creatinine levels were measured and the patient had acute renal insufficiency. The patient required a week of dialysis with prolonged hospital stay but was fine. The patient was then discharged from the hospital.